Event description:
The nurse reported via phone call that the customer was hospitalized. The details of the customer's hospitalization was not provided. It was reported the customer vomited, leading to their hospitalization. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.